Event description:
It was reported that the lead was fractured. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Serial number, model number, lot number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, explant date, patient information and customer information are unknown since the serial number was unknown. Sus voluntary event report was received. Medwatch: mw5148875.